Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg pocket was revised and repositioned to address the issue.

Manufacturer narrative:
Correction a4- patient weight. Correction e1- customer information updated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients ipg is superficial, and patient can feel set screws. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.